Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Recall # 2531779-03/24/2010-003-r.

Event description:
The patient claimed that the animas insulin pump did not recognize the loaded cartridge during the load step. Reportedly, the insulin shot out during the load step until there were 140 units left in the cartridge. There was no report of any patient impact associated with the reported issue. This complaint is reported due to the alleged no cartridge detected issue.

Manufacturer narrative:
Follow-up #1 12/08/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the black box showed no evidence of loss of cartridge detection. During testing, the pump did not detect the filled cartridge during the load step and dispensed fluid emitting a "no cartridge detected" warning. Evaluation revealed that the force sensor was out of calibration, there was a dislodged display screen, and partially dislodged force sensor pins.

Manufacturer narrative:
(B)(4). PMA/510k, k042873.